Manufacturer narrative:
Actual device was not available, customer shipped samples from same lot number. Manufacturer investigation report attached on retained and returned samples.

Event description:
After securely luer locking the needle to the syringe, the needle cap fell off and the nurse had a needle stick injury with a needle that was previously used on an (B)(6)patient. Nurse had blood tests conducted and has been put on antiviral therapy. No further information has been provided.